Event description:
It was reported that during a right sided implant procedure, when the device defibrillation thresholds were tested, multiple shocks failed to convert the patient. The patient required cardiac massage due to no cardiac output. Further testing was abandoned for the day. The following day, the lead was repositioned apically and had low r-waves despite multiple repositions. The physician felt that lead failure was responsible for the drop in r-waves. A different model lead was attempted, but there was no improvement as r-waves remained low. The physician felt the lead was the issue for the low r-waves. This lead was repositioned to the low septum and retested. During defibrillation threshold testing, multiple shocks failed to convert the patient and the patient required external rescue. A third model lead was implanted on the mid septal wall with an additional subcutaneous coil. Defibrillation threshold testing shocks failed, and the patient required external rescue. The vector of the defibrillation threshold testing was changed. The first shock at 25j failed but the shock at 35j succeeded. The third lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood.